Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to run or print reports. A technical support specialist (tss) accessed the application and database servers and identified high memory utilization, while access to the report server was restricted due to a security certificate issue. The tss coordinated with the technical lead and the information technology infrastructure team, identified extract, transform, load processing failures related to resource exhaustion, and attempted service restarts. Due to version incompatibility with existing guidance, the issue was escalated to product engineering support. The tss noticed that the app server was not responsive and requested the customer to reboot it. Once rebooted it allowed connection and could find several resource exhaustion errors in event viewer of the app and also noticed the data base server was running at 97% memory usage with 211 days of uptime. Customer went ahead and reboot that data base server and the messages received from the carefusion stopped being processed by messaging until app server was rebooted to clear the resource exhaustion. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to run or print reports from the server. An error message stating, an unexpected error occurred. Please try again later, was displayed when the user attempted to run the report manually.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.